Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button had a delayed response and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up" key has intermittent response. The keypad was intact and was removed to investigate: evidence of keypad contamination was located under the "contrast" and "up" contact button. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The pump returned with audio bolus button missing.